Event description:
The 6f sts angio-seal device was deployed at the bifurcation of the superficial femoral artery, which is cautioned against in the instructions for use. Surgery was performed to remove a blood clot at the arteriotomy site that was occluding the femoral artery. The pt was reported to be in good condition and was discharged. The user agreed that the device should not have been deployed at the bifurcation.